Manufacturer narrative:
Bci contacted the customer on (B)(6) 2011. The customer stated that he is fine.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that he opened bottle of no foam for the unicel dxc 800 synchron chemistry analyzer and inhaled fumes that sprayed from bottle. The customer was replacing the no foam reagent on the instrument and followed the instruction per IFU to depressurize the system. While disconnecting the white quick connector to depressurize the system, the vapor was released and spraying in his direction. The customer's face was turned away from the spraying direction. Therefore, the vapor did not get in his eyes, but he could smell the fume. The customer reviewed msds and did not seek medical attention. The customer was wearing gloves and lab coat, but was not wearing goggles. The customer stated that he changed no foam bottles many times before this incident, but this was the first time the no foam vapor was spraying.